Manufacturer narrative:
H6, health effect - impact code updated. H3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. An analysis of the device image shows wear on the metal blade. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that an undated intraoperative photo was provided for review and confirms the reported. Based on the information provided no clinical factors were found which would have contributed to the reported events. The materials are well stablished. The blade is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a knee arthroscopy, the dyonics incisor blade left a lot of metal debris in the joint. Most of the metal debris was retrieved from the patient with suction. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient's current status is well.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).